Event description:
It was reported the subject device had noises in the image and break in cable. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube has a dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noise/stripes in the image due to broken video cable. A definitive root cause could not be identified for the break in the cable and for the outer tube has dents. Three good faith efforts were made to obtain additional information; however, no response received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.